Event description:
It was reported that during a laparoscopic lobectomy procedure, when the device was removed from the patient, it was found that the acral part of the sleeve was cracked. The doctor tried to find the missing piece as much as possible, but no piece was found inside the operation field. So the operation field was closed. As the suctioning was performed before closing chest, the broken piece might have been suctioned. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged sleeve. Additional information: the nurse was confirmed that the device was normal without damage before use. Although x-ray was taken after the operation, the broken piece was not found. The doctor commented that he might have added excessive force to the device and hit the tip of the device when the scope and the endo cutter ((B)(4), (B)(4), (B)(4)) were inserted. Age, sex, weight, primary disease: we have no detailed information. Status: the patient was getting well. The analysis results found that the instrument was received with the sleeve broken and cracked. The broken piece was not returned for evaluation. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.